Event description:
Info received indicates the brake casters do not hold when the brake is set.

Manufacturer narrative:
The technician could not adjust the casters further. He replaced the brake and brake/casters to repair the bed.